Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that about a month ago the unit in the patient¿s neck was malfunctioning. The device is charged, but not turning on and they do not know if it is connecting. The caller said that maybe the lead disconnected. The patient saw their neurologist that they see for their injections and the neurologist said that they should have the device checked. The caller wants to have the patient¿s healthcare professional¿s (hcp) medical assistant check the device tomorrow. It was noted that last time they had to call in a rep to bring in the equipment to test the device. It was recommended to have the medical assistant page a rep to attempt to be at the office tomorrow. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.